Manufacturer narrative:
Siemens completed a technical investigation of the reported event. The supplier prepares an 8d report for siemenes which was reviewed. The supplier of the service tool in turn, investigated the issue has confirmed that the tool was not manufactured according to specifications resulting in it being too sharp (root cause). The manufacturer has corrected the production process of the service tool. The spare part stock was cleaned and re-worked. The issue has been resolved. Since this service tool is always shipped together with the spare part and is a disposable part, a recall is deemed not necessary. No further action is warranted at this time.

Manufacturer narrative:
(B)(6). Siemens has initiated a technical investigation of the complaint jaw spanner tool. The root cause is not yet available. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was report to siemens that the service engineer sustained a laceration while servicing the somatom drive with a jaw spanner tool. This tool was delivered with the system drive motor top support for the patient table (phs). The service engineer reported when the belt pulley to the motor is tightened, the tool is used to hold the nut and becomes pressed towards the fundament of the phs because of the torque tightening on the screw of the belt pulley. When the engineer needed to loosen the tool, it slipped and lacerated his thumb. It was further reported that the complaint tool has very sharp edges. The injury was reported as a 1-2 cm deep laceration on the side of the engineer's right thumb. The wound was treated at the emergency department next to the CT area and was closed with three sutures. No additional health consequences or treatment were reported. The reported event occurred in (B)(6).